Event description:
It was reported during a ptca/stent procedure while loading the delivery system onto a guide wire, a kink was noted in the proximal hypotube. Reportedly, the product was not used on a pt. Event is being reported based on investigational findings.